Event description:
It was reported that a patient had a damaged transfer during use. It was observed that the tubing near the twist clamp was broken. The patient's transfer set was replaced. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a patient. It was reported that the patient used antiseptics alcohol-based solution for treatment of transfer set tubing at home. The patient was informed about how it is prohibited to directly expose the device to antiseptic solutions containing stress cracking agents such as hydrogen peroxide, alcohol or antiseptic agents containing alcohol. It was reported that the patient had additional training about the treatment of the tubes. From the time of this report, the patient started to use only alcohol free disinfectant for treatment of tubes. A primary cause of the cut tubing was due to use error from using an alcoholic solution. According to the transfer set direction sheet states the following, "do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2013. A review of all batch record documents was performed for lot number h10e24064 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. The sample was received for evaluation by the baxter. A visual inspection was performed which revealed the tubing was broken/separated at the sleeve. Evaluation of the sample confirmed the reported issue. Should additional relevant information become available, a follow-up will be submitted.